Event description:
It was reported the patient has had pain and stiffness since primary. Dr revised patient to a size 2 primary legion and replaced poly insert.

Manufacturer narrative:
The associated complaint devices were not returned for evalulation. Please see attached file for our results of investigation. (B)(4).